Manufacturer narrative:
Till today, the medical product has not been received for analysis and could therefore not be examined itself. The analysis is therefore based on the review of the production documents of the product complained about and an analysis of the provided data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the provided data, recorded between (B)(6) 2020 and (B)(6) 2020, did not offer any additional information. Despite the available information, it is not possible to draw a conclusion as to the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If any additional relevant information or the device itself should become available, please send these also to us. The incident will then be updated accordingly.

Event description:
It was reported that a slowly increasing shock impedance was noticed via homemonitoring. The lead was capped approx. 59 months after implantation. A new lead was implanted